Event description:
A pt reported experiencing inaccurate low results with a surestep meter.the pt's blood glucose was 43mg/dl. Only one of the readings available. Tests done within 10 minutes with a difference of greater than 20%. Pt did not experience any adverse events. No further info has been reported.